Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions: no femoral angiogram performed. Instructions for use states, perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link detachment/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information received, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. No femoral angiogram was taken. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.